Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the provider, during thoracoscopic pneumonectomy radical surgery for lung cancer, the surgeon was able to press the green button and able to squeeze the handle but it did not fire. They replaced it with new reload and the procedure was completed. There was no patient injury.